Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 additional mitraclip implanted. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip becoming caught in the chordae (entrapment of device component) appears to be related to patient morphology/pathology and likely a result of the challenging posterior leaflet anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip (60729u156), became caught on the chordae and could not be removed; therefore, the clip was deployed on the leaflets, with chordae in order to remove the clip delivery system (cds).it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The posterior leaflet was short with a cleft. The first clip was implanted without issue, reducing the mr to 3+. The second cds (60729u156) was advanced to the mitral valve. During positioning, the clip became caught on the chordae. Attempts were made to retract the clip, but were unsuccessful. The clip could not be retracted from the left ventricle (lv); therefore, the clip was deployed on the leaflets, with chordae, in a less than optimal position. The mr remained at 3+. The third cds (60729u154) was advanced and the clip was being positioned for grasping, but became caught on the chordae. The clip could not be removed from the chords, and was deployed only on the posterior leaflet, horizontally between the cleft, and the procedure was complete. Three clips were implanted, reducing the mr to 3+, and the patient was confirmed to be stable post procedure. No additional information was provided.